Manufacturer narrative:
The product was returned with the membrane partially unfolded with traces of blood on the exterior of the catheter. The one-way valve and a 0.018¿ guidewire were also returned. A catheter tubing kink along with a deformed/flattened section on the catheter tubing were observed both near the y-fitting at approximately 76.2cm from the iab tip. This deformation/flattened section may occur if a vacuum is held with the one-way valve for an extended period of time, causing the catheter tubing to lose its round shape. The returned one-way valve was tested and held vacuum. The technician attempted to insert the returned 0.018¿ guidewire through the inner lumen and was able to successfully insert the guidewire. No obstructions were felt. The evaluation confirmed the reported kink in the catheter tubing. We are unable to determine when this may have occurred. The reported difficulty to insert guidewire into iab cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab) in a patient with acute myocardial infarction (ami), the guide wire could not be inserted into the balloon catheter. There was a kink on the balloon catheter. The doctor tried to insert the guide wire several times, but it did not pass. A new balloon was used to start therapy. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab) in a patient with acute myocardial infarction (ami), the guide wire could not be inserted into the balloon catheter. There was a kink on the balloon catheter. The doctor tried to insert the guide wire several times, but it did not pass. A new balloon was used to start therapy. There was no reported injury to the patient.